Event description:
On (B)(6) 26, the customer contacted acorn to request service for an outdoor stairlift that had become stuck, with the upper safety cover was popped off. During the call, the customer shared a prior incident from (B)(6)2025. He reported that while riding the stairlift downward, it jolted, causing him to fall from the stairlift. When initially asked whether he was wearing a seatbelt, the customer stated that he was but noted that the seatbelt did not always lock properly. Approximately seven days after the incident, the customer when to the hospital due to swelling and pain in his leg. He was diagnosed with two fractures in his right fibula and was advised to wear a boot. The customer also reported a prior accident, unrelated injury involving the same leg, which required surgery and the placement of a metal rod. On (B)(6) 26, an acorn technician interview the customer. During this visit, the customer clarified that he was not wearing the seatbelt at the time of the incident, stating that it was difficult to pull out and operate. He also indicated that he occasionally stands on the footrest while using the stairlift due to difficulty bending his knees.